Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at around 7:00 pm. The patient claimed she manages her diabetes with oral medication (metformin, 2000mg) and insulin (lantus, 30 units). Despite the alleged issue, the patient indicated she continued to administer her usual dose of diabetes medications as directed by her health care provider (hcp). The patient reported feeling weak, shaky, and nausea's an hour after the alleged issue began. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the subject meter had been used before, meter was not misused, and the correct test strips were used. The power button and the test strip insertion per the owner's manual turned the meter on. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.